Event description:
Customer reported to beckman coulter, inc (bec) that fluid was leaking onto the tops of the caps of the tubes in the cap piercer area of the unicel dxc 800 synchron system. Customer indicated that the fluid appeared to be autogloss. Customer reported that the fluid leak was contained to the cap piercer area. Customer reported that the fluid did not appear to leak inside the cap of the tubes. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted a broken bearing on the guide block and a damaged washer on the waste shuttle. The fse replaced the cam follower assembly shuttle and fittings.

Manufacturer narrative:
Evaluation: results - cam follower shuttle assembly. (B)(4).